Event description:
It was reported that during testing, between surgical procedures, it was observed that the motor device was ¿getting hot¿. There were no delays to a scheduled surgical procedure as a spare device was available for use. No injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The unit was tested and was found that the temperature was above specification. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.